Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was flashing. Customer¿s blood glucose level was unknown. Customer did not reported that the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer reported that the insulin pump was gaining time approximately fifteen minutes. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank flashing display anomalies noted. Power connector plug in and locked in place properly. Device was monitored for hours and no time clock anomalies noted during this time period.